Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery longevity had dropped was measuring at 25 percent on (B)(6) 2022 and now measuring at 14 percent. Data analysis was performed, and the power consumption is increasing in a gradual fashion. Technical services recommended device replacement due to this anomaly. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery longevity had dropped was measuring at 25 percent on 22sep2022 and now measuring at 14 percent. Data analysis was performed, and the power consumption is increasing in a gradual fashion. A bd alert was also noted in latitude. Technical services recommended device replacement due to this anomaly. The plan is to replace this device at a later time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery longevity had dropped was measuring at 25 percent on 22sep2022 and now measuring at 14 percent. Data analysis was performed, and the power consumption is increasing in a gradual fashion. A bd alert was also noted in latitude. Technical services recommended device replacement due to this anomaly. The plan is to replace this device at a later time. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. The battery longevity had dropped was measuring at 25 percent on (B)(6) 2022 and now measuring at 14 percent. Data analysis was performed, and the power consumption is increasing in a gradual fashion. A bd alert was also noted in latitude. Technical services recommended device replacement due to this anomaly. The plan is to replace this device at a later time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was return for analysis.